Manufacturer narrative:
H.6 investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. One open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No. Unknown, cat. No. 320559. Visual examination was carried out on the returned sample and a missing non patient end of cannula and a missing patient end of cannula was observed. An attachment of the pen needle sample to the pen confirmed the cover to be loose. No DHR review can be carried out as lot number is unknown. As the sample returned was open this cannot be confirmed to be manufacturing related h3 other text : see h10.

Event description:
It was reported that pen ndl 32g 4mm pro experienced a case of being difficult to operate, and a case of device damage while still considered operable. The following information was provided by the initial reporter, translated from japanese to english: the outer cover was loose and it was difficult to operate it, leading to the pen needle falling off.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm pro experienced a case of being difficult to operate, and a case of device damage while still considered operable. The following information was provided by the initial reporter, translated from (B)(6) to english: the outer cover was loose and it was difficult to operate it, leading to the pen needle falling off.